Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis indicated that the allegations of infection and pericardial effusion could not be confirmed by analysis. However, the allegation of difficult to remove was confirmed by visual inspection. The damage on this lead was consistent with handling damage where the lead became caught in the vasculature and then was pulled with force to remove.

Event description:
Boston scientific received information that this right ventricular (rv) lead had caused the patient to experienced infection and pericardial effusion. The physician encountered removal difficulty upon removal of the lead. This right ventricular (rv) lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed as update from product investigation was received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead had caused the patient to experienced infection and pericardial effusion. The physician encountered removal difficulty upon removal of the lead. This right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.